Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: reintervention for failed aortic bioprostheses: distinct patient profiles for redo surgery and valve-in-valve tavr in an all-comers cohort b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "reintervention for failed aortic bioprostheses: distinct patient profiles for redo surgery and valve-in-valve tavr in an all-comers cohort", was reviewed. This research article is a retrospective single-center experience to evaluate outcomes of redo surgical aortic valve replacement (redo-savr) and valve-in-valve transcatheter aortic valve replacement (viv-tavr) in a consecutive, unselected real-world cohort treated for bioprosthetic failure (bvf). The devices included in this study were edwards inspiris resilia, edwards magna ease, edwards intuity, corcym perceval, edwards sapien 3/3 ultra, medtronic corevalve evolut pro/fx, symetis acurate neo/2, allegra, and portico. The article concluded that viv-tavr and redo-savr are complementary modalities within a lifetime management strategy. [The primary and corresponding author was daniela geisler, department of cardiac and vascular surgery, clinic floridsdorf, 1210 vienna, austria, with corresponding e-mail: daniela.geisler@meduniwien.ac.at.] This study included all patients undergoing redo-savr or viv-tavr for bvf from 01 june 2019 to 31 december 2024. A total of 83 patients were included in the study, of which 1.2% (1) received an abbott device. The average age of the savr group was 70.6 years. The average age of the viv-tavr group was 79 years. The majority gender was male. Comorbidities included diabetes, dyslipidemia, hypertension, endocarditis, chronic lung disease, peripheral vascular disease, cerebrovascular disease, and coronary artery disease.

Event description:
The article, "reintervention for failed aortic bioprostheses: distinct patient profiles for redo surgery and valve-in-valve tavr in an all-comers cohort", was reviewed. This research article is a retrospective single-center experience to evaluate outcomes of redo surgical aortic valve replacement (redo-savr) and valve-in-valve transcatheter aortic valve replacement (viv-tavr) in a consecutive, unselected real-world cohort treated for bioprosthetic failure (bvf). The devices included in this study were edwards inspiris resilia, edwards magna ease, edwards intuity, corcym perceval, edwards sapien 3/3 ultra, medtronic corevalve evolut pro/fx, symetis acurate neo/2, allegra, and portico. The article concluded that viv-tavr and redo-savr are complementary modalities within a lifetime management strategy. [The primary and corresponding author was daniela geisler, department of cardiac and vascular surgery, clinic floridsdorf, 1210 vienna, austria, with corresponding e-mail: daniela.geisler@meduniwien.ac.at.] This study included all patients undergoing redo-savr or viv-tavr for bvf from 01 june 2019 to 31 december 2024. A total of 83 patients were included in the study, of which 1.2% (1) received an abbott device. The average age of the savr group was 70.6 years. The average age of the viv-tavr group was 79 years. The majority gender was male. Comorbidities included diabetes, dyslipidemia, hypertension, endocarditis, chronic lung disease, peripheral vascular disease, cerebrovascular disease, and coronary artery disease.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including diabetes, dyslipidemia, hypertension, endocarditis, chronic lung disease, peripheral vascular disease, cerebrovascular disease, and coronary artery disease. Complications reported included renal failure, pneumonia, bleeding, transient ischemic attack, surgical intervention (permanent pacemaker), unexpected medical intervention (dialysis); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: reintervention for failed aortic bioprostheses: distinct patient profiles for redo surgery and valve-in-valve tavr in an all-comers cohort. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.